Event description:
It was reported to boston scientific corporation in 2006 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown), three days prior. According to the complainant, the device was removed and a gauze was used to wipe the contrast media from jagwire, and the yellow and black ptfe jacket was found on the gauze. It was unknown where the ptfe jacket got scraped. The procedure was completed with the same hydra jagwire; the scope used during the procedure was identified. There were no patients complications reported due to this event.

Manufacturer narrative:
A visual examination of the returned package revealed that a jagwire wire and a gauze was returned. Further examination of the gauze shows that the material appears to be from the teflon sleeve of the jagwire and measured approximately 18 mm. The entire length of the jagwire was inspected under a microscope at 20x magnification and no material defects were found. In addition, a tactile inspection was performed by running fingers along the length of the unit and no defects were noticed. Based on the evaluation results it could not be determine if the material received along with the incident device came from the teflon sleeve of the hydra jagwire, and therefore the root cause could not be determined.